Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the customer had replaced worn tubing at pinch valve pv42 prior to the service visit, resolving the contained leak. The system was verified and validated. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.